Event description:
It was reported to baxter (B)(4) that one ce infusor lv 10 device was observed leaking. According to the report, there was excess fluid visible in the containing overpouch that contained device and the source of the leak is unknown. It is unknown when this event occurred, however, there is no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4).device evaluation: one sample was received by baxter for evaluation. Examination of the sample revealed a half-broken tubing at the junction of the luer. The reported condition of "leak" was confirmed. The root cause associated with this report is undetermined. This is a single use device and will not be repaired.